Manufacturer narrative:
This device is used for therapeutic purposes. (B)(4). The product analysis determined the burn of the plastic is the consequence of the formation of an electric arc, probably due to the presence of humidity in the connection zone (cable not dried / blood / tissues). Electrical tests on the electrode alone ok.

Event description:
It was reported that the instrument was sent in for repair. There was no patient impact. It was found during repair that the black plastic part is burnt at the connection.